Event description:
An alarm indicating the removal of a cartridge was reported. The customer's blood glucose level displayed as "high" due to the issue. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and was educated by technical support about the alarm's meaning; no third-party assistance was required.